Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What is the product code of the stratafix symmetric suture that was used? What tissue layer was the stratafix symmetric placed in? What was the condition of the tissue (normal, diseased, weakened)? What date did the patient present with symptoms of infection? How was the wound infection treated? Were there any cultures performed? If so, what were the results? What are the patient gender, age, weight and bmi, other medical history? Can you identify the lot number of the stratafix symmetric suture? Do you have any suture or samples of the same lot for evaluation? What is the surgeon opinion as to the contributing factors to the ¿post-op infection¿? What is the surgeon opinion regarding the change in needle type relationship to the patient infection? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total hip replacement procedure on unknown date in (B)(6) 2019 and suture was used. The patient developed post-op infection on unknown date. The surgeon opined that it may be due to switching to different needle sized suture from the ct1 to the ctx. The current condition of the patient is unknown. Additional information has been requested.